Event description:
The customer experienced dark images that required a re-boot. The image quality of the images produced were degraded to the point in which they were not usable. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.